Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported his blood glucose has been elevated to the 400-450 mg/dl range since starting a new infusion device 1 month ago. He had been using a loaner infusion device for months and did not experience any problems. Pt's normal blood glucose level is 150 mg/dl, and he believes, the infusion device does not properly deliver boluses. The infusion device displayed an e4 occlusion error a few days ago, but this was resolved by following the instructions. No further alerts or errors were received. Pt did not have any lifestyle changes. Physician advised pt to discontinue use of the infusion device and to start injection therapy. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.